Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the pump display screen gradually became dim. No improvement was noted with a battery change or contrast adjustment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 11/06/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/25/2013 with the following findings: during investigation, the pump powered on to a dim and discolored display screen. A test screen was installed and displayed normally. Unrelated to the complaint, evaluation revealed a cracked battery compartment. Additionally, the up arrow and down arrow keypad buttons were intermittently unresponsive during testing. Evidence of contamination was found under the up arrow, down arrow, and contrast key contacts.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.